Event description:
Health care facility reported that a patient receiving antibiotics and IV fluids through cvc in right subclavian triple lumen catheter had a 1657 tegaderm chg dressing in place developed "a white/gray color, redness and skin breakdown" under the chg gel pad. The facility reported, the patient had excessive sweating. The facility reported that the povidone iodine, chloraprep, and duraprep had been used on the skin prior to dressing application. The facility reported that the catheter was removed due to skin reaction and an insertion site culture was performed and results were negative. Silvadene was applied to the skin and the area is improving.

Manufacturer narrative:
Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored.